Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Product code: 16076. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked at the vent port side of the device. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
(B)(4). The sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds. During this test, a single air bubble could be seen under the large blue bore cap. The cap was then tightened and the sample was retested. No leaks were observed during the test after the cap was properly tightened. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. A review of the device history record revealed no indication of production related anomalies. The returned sample was found to initially leak from the large bore cap on the shunt sensor. Once the cap was properly tightened, the unit no longer leaked. It is possible that after gas calibration of the unit, where the large bore cap is loosened, the user had not completely tightened the cap back onto the shunt sensor, causing it to leak during prime. Per the shunt sensor IFU: "using sterile technique, securely tighten the top large venting luer (blue) on the shunt sensor." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.